Event description:
It was reported that patient underwent a knee procedure in 1992 and received a patellar implant. Subsequently, it has been reported that patient will undergo a revision procedure on (B)(6) 2013 due to wear of the patellar implant.

Event description:
It was reported that patient underwent a knee procedure in 1992 and received a patellar implant. Subsequently, patient was revised on (B)(6) 2013 due to wear of the patella.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification and expiry date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date, which was unknown at the time of the initial medwatch.